Manufacturer narrative:
No patient involvement. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review was performed ¿ service history review: part no. 05.000.008, serial/lot no: (B)(4). A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device as inoperable-reverse not working. The previous service condition of motor failure is relevant to the current complained issue of inoperable-reverse not working. The manufacture date of this item is 28-feb-2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reverse was not working in the hand piece for battery powered driver while being tested in the sterile processing room. There were no fragments and no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the reverse speed was not working. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer on 15-dec-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.